Event description:
It was reported that the user experienced low glucose while using an ilet system with a dexcom g7 after skipping dinner and not making a meal announcement, and the glucose was treated with oral carbohydrate (honey) with subsequent upward trend. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue related to user interface and improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.